Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that the responses to clinical requests were not provided and the s+n device has not been returned to fully evaluate the root cause of the reported events. Per report, the procedure was successfully completed by using another screw that was re-accommodated in that hole again; the new screw of the same length was measured, drilled, and successfully positioned. Since there was no harm or other complications were reported; no further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device has been worn down and scratched up, rendering the device inoperative. A review of complaint history did not reveal similar events for the listed device. The clinical/medical evaluation concluded that the responses to clinical requests were not provided and the s+n device has not been returned to fully evaluate the root cause of the reported events. Per report, the procedure was successfully completed by using another screw that was re-accommodated in that hole again; the new screw of the same length was measured, drilled, and successfully positioned. Since there was no harm or other complications were reported; no further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to surgical technique used, size of device or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during an osteosynthesis fracture surgery, a int hex rc scr bl 6.4x105 was outside the femoral head. Surgery was resumed, after a 30min or more delay, with a backup device. Patient was not harmed as consequence of this problem.